Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for evaluation. A visual examination in the returned delivery device, identified that there was no stent on the balloon. The stent was not received for analysis. An examination of the balloon found a clear impression of where the stent had been crimped. There was no evidence of any positive pressure having been applied to the balloon. No other issues were noted with the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that when preparing for a coronary stenting treatment procedure, stent dislodgement occurred. The stenosed target lesion was located in the right coronary artery. A 4.50mm x 24mm veriflex stent was selected to treat the target lesion. The tech went to pull out the stylet and the stent came off on the stylet before the procedure. The procedure was completed. No patient complications were reported and the patient's condition was fine.

Event description:
It was reported that when preparing for a coronary stenting treatment procedure, stent dislodgement occurred. The stenosed target lesion was located in the right coronary artery. A 4.50mm x 24mm veriflex stent was selected to treat the target lesion. The tech went to pull out the stylet and the stent came off on the stylet before the procedure. The procedure was completed. No patient complications were reported and the patient's condition was fine.

Manufacturer narrative:
(B)(4).